Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was selected and advanced to the lesion for dilatation. The balloon ruptured. The number of inflations and to what atms is unknown. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR :returned product consisted of an emerge catheter was received inside an emerge shelf box and inner packaging pouch. The packaging and device matched the reported batch number. There was contrast in the inflation lumen. There was blood in the balloon. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was selected and advanced to the lesion for dilatation. The balloon ruptured. The number of inflations and to what atms is unknown. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.